Manufacturer narrative:
The reported event of detached connector pin was confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found that the connector pin and crimp sleeve were pulled out of the connector assembly along with the inner coil which is consistent excessive forces. Blood was noted inside the inner coil in this location. The cause of the reported event was isolated to excessive forces that resulted in the connector pin and crimp sleeve to be pulled out of the connector assembly which is consistent with procedural damage.

Manufacturer narrative:
Related manufacturer report number for old rv lead: 2017865-2023-24058.

Event description:
It was reported that the patient presented for a procedure to replace an old right ventricular (rv) lead which was capped. During this procedure, while tunneling the new rv lead from the right to the left side of the pocket, the connector pin came off while the physician was pulling the new rv lead through a subcutaneous tunnel across the chest. This new rv lead was removed and replaced without issues. The patient was stable.